Event description:
It was reported that during an unknown procedure that the clips would not advance. They used another like device. There was no adverse patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results for the mcs20 instrument confirmed that it was returned non-functional. The instrument was cycled and would not feed the clips and the anti-backup was noted to be non-functional. Upon disassembly of the instrument, the feedbar was found to be bent. No conclusion could be reached as to what may have caused the found damage. The batch record was reviewed and no anomalies were noted during the manufacturing process.